Event description:
Information was received from a consumer who reported the ¿deep brain stimulator¿ was moved over a little further in (B)(6) 2021. The consumer stated they assumed since they were opened up they had ¿pulled out¿ and moved the lead and everything to reposition it to where it needed to be. The rep stated the procedure took place on (B)(6). There was no issue with the manufacturer¿s product, but the patient had good efficacy initially, and then the efficacy was reduced. Due to this the lead was adjusted to a more optimal placement but it was unclear if it was pulled back a small amount or moved a little deeper. Once the slight adjustment was made the patient had good efficacy again. Unrelated eos; return of symptoms event captured in (B)(4).

Manufacturer narrative:
Other relevant device(s) are: product ID: 3389s-40, lot#: va0jfyt, implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 11-mar-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.